Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited noise, oversensing and pacing inhibition on the right atrial (ra) lead. No asystole was observed. A revision procedure was performed and the ra lead was replaced; however, when the new ra lead was connected to this pacemaker, the noise persisted. Therefore, the pacemaker was replaced which resolved the issue. No additional adverse patient effects were reported.